Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a health care provider (hcp) that the patient¿s health care physician saw the patient and it was reported the patient was getting a shocking sensation, ¿violently and randomly,¿ the health care physician had stim turned down to 1 per the caller. The hcp didn't have any further detail or how the health care physician will address the issue further. It was noted that the event date was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry of when the device no longer helping was first noticed, the hcp replied that the patient had switched urologists and that the patient had only contacted the hcp to remove the interstim. There were no further complications reported.